Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow up that the therapies were appropriate per the patient's physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician was concerned that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for detected ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes that were possible atrial fibrillation (af) with rapid ventricular response. Review of the remote transmission showed that the treated episodes appeared to be true ventricular arrhythmias. The crt-d remains in use. No further patient complications have been reported as a result of this event.